Event description:
Additional information received indicated an allergy test was performed. No allergic reaction from the pacemaker or lead material could be detected. The observed skin redness around the implant site was believed to be due to an infection. In addition to explanting and replacing the device and leads, antibiotics were administered to treat the infection. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-10853, 2017865-2021-10855. During an in clinic follow-up, patient exhibited symptoms of an allergic reaction around the implant site. The implanted pacemaker, right ventricular lead, and atrial lead were suspected to be the cause of the allergic reaction. The entire system was explanted to resolve the event. The patient was in stable condition.